Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2016 and the ablation "stopped after 20 seconds". The physician then performed a hysteroscopy and "it appeared that there was a full ablation, but there seemed to be part of the mesh from the device in the patient's uterus". The physician removed the hysteroscope from the patient's cavity, but when she went back in with the hysteroscope, the mesh pieces were suctioned out. There were no mesh pieces left inside the patient. The procedure was completed and the patient was discharged home.

Manufacturer narrative:
Section b1 was initially reported as product problem. This supplement is to correct it to adverse event.